Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation of the joint, scratches and wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04670 / 04671).

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Correction: implant date has been corrected in this report.